Event description:
The customer reported a water leakage, burnt smell, smoke and no display on the touch panel during inspection for use involving an olympus video system center. The customer suspected that the cause of burnt smell, smoke and no display was due to water leakage. There was no patient injury reported.

Manufacturer narrative:
E1: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.